Event description:
It has been reported that they could not get the fluid out, it was like the needles did not work.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that they could not get the fluid out, it was like the needles did not work.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4, d10, g1-2, g4, h2, h3, h6, h10. The review of the device manufacturing quality record indicates that (B)(4) products optipac-s 40 refobacin bone cement r, reference 4710500394-1, lot number a720a04010 were manufactured on 18 september 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. Complaint sample was evaluated and the reported event was confirmed. The returned device was evaluated and was conform. However, the mixing was not performed correctly, therefore part of the monomer could not flow into the cylinder. Investigation results concluded that the reported event was likely due to an handling error. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions and asking customer to refer to instructions for use if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI number-(B)(4). Report source, foreign - event occurred in (B)(6). Investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that they couldn´t get the fluid out, it´s like the needles didn´t work.